Event description:
After carboplatin medication was checked with another chemo nurse, nurse was dressed in hazardous drug gown and gloves for administering. Attached tubing to patient¿s primary line y site closest to the patient and unclamped and scrolled the roller clamp up to program the pump. I programmed the pump and was watching it drip, when I saw the blood return coming from her port in the tubing and saline back up back and I looked down and saw three pin holes at the end of the carboplatin tubing spraying fluid. I immediately stopped the pump and grabbed the biohazard bag and put the tubing and chemo and saline in the bag. IV line contained small holes that chemotherapy leaked out of when infusion was started. No leakage was noticed when product was prepared in the chemotherapy hood. It is suspected that close slide clamp or regulating device caused the holes.